Event description:
It was reported via mw5107506 that a female patient underwent a breast surgery with two unspecified mentor textured saline implants and experienced symptoms including autoimmune oophoritis, metastatic breast cancer, and difficulty conceiving postoperatively. The patient underwent chemotherapy and had her breast implants removed on (B)(6) 2022. Mold was reported to have been found in the device explanted from the cancerous breast, and the device was reported to have been sent to pathology. However, no pathology reports have been provided and the device has not yet been returned to mentor for analysis. This report is for the device explanted from the non-cancerous breast.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).